Event description:
I went to dr in 2007 because my bladder had fallen which it was tacked up in 2005, but mesh was not used on this surgery. Dr checked me and said that vaginal wall had fallen and he needed to do surgery and tack it all back up. He did the surgery tacking up my vaginal wall and doing some rectum surgery as well using tvts mesh sling. I seem to go thru that ok until later, I was feeling like my bladder had fallen again so, he checked me and said yes, it had and scheduled surgery again. He did my surgery and said that he accidently nicked my bladder and had to stitched it up as well. He used mesh in this surgery again. I wore a catheter home for 8 days to give my bladder time to heal. I stayed in bad pain, my incontinence was worse. I went back to him and he said I needed an interstim to fix the problem. It was to help with the pain and with the incontinence. Well, dr ended up moving his practice to another state before I could get this done. I had to find me another doctor. I went to a urologist which I told him my problem. I was in bad pain and could not hold my pee or at time hold my bowels. He ran a camera up in my bladder and said I have eroded mesh in my bladder and would need surgery to remove it. I had that surgery done and continued to have the same problem only worse. Now I am very depressed. My husband can feel the mesh when we have intercourse. It is painful, so we have not had sex actually since the first surgery with dr. I've been admitted to the mental hospital for depression. I don't leave my house because of the fear of wetting or messing in my pants. I went back after that surgery and the mesh had come back in my bladder so I had surgery again, I went back in early 2009 with the same problems. Just the pain got worse, the incontinence worse and now I have 3 times the amount of mesh in my bladder than I had the first time I went to see my doctor. I am having surgery again the following month, to try and remove the mesh again. I forgot to mention that I have bad infections all the time and stay on antibiotics. I was also told there is mesh way up high next to a nerve and can not be removed. Therefore, I will stay in this agonizing pain the rest of my life. Diagnosis or reason for use: recurrent vaginal wall prolapse, stress urinary incontinence.